Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports the mahurkar maxid catheter 19 cm developed a hole, under the clamps. Catheter has been in place less than 6 weeks. The catheter had to be removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.